Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air/water tube, the jet tube, the suction cylinder, the plastic distal end cover, and the connecting tube had foreign objects likely due to insufficient reprocessing. Additionally, during the incoming inspection no leakage was found, the distal end insulation test failed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported suction cylinder is clogged on the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: several parts were found with foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d9, h6 (component code) additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, additional information received indicated that the device could not be reprocessed prior to sending to olympus for evaluation because of the reported clogged suction cylinder, which would explain the presence of foreign material. The event can be prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.